Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the vbpyxor3 station lost network connectivity. A technical support specialist stated that the ethernet cable to the station was replaced by the hospital network team to resolve the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es device was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.